Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, crease fold, and one opening extended on the anterior. A microscopic analysis was performed which identified: one opening crease sharp on the anterior, wear abrasion, and stress marks. Based on the device analysis the final assessment is: - one crease sharp opening on the anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and reviewed rga received 04/jan/2021 reported left side "hole, non-specific." Device has been explanted.